Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call that they had issues with their sensors not working. The customer's last recorded blood glucose level was 49 mg/dl. The customer did not specify how they treated their blood glucose levels. The customer stated that they did not receive failed sensor alerts. The customer will return the sensors for analysis.